Event description:
It was reported that the intraocular lens (iol), model zxr00 of 18.5 diopter power, was implanted in the patient's ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to iol dislocation. Lens model zxr00 of 19.5 diopter power was placed as the replacement iol. There was no incision enlargement, no suture(s), and no vitrectomy. Patient outcome was reported as fine. No further information was provided.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was asked but not provided. Date of event: unknown as information was not provided; the best estimate date is (B)(6) 2022. The device was not returned for evaluation; therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 29-jul-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half with the two halves stuck together. The lens was cleaned, and no issues that could contribute to or cause instability could be identified. Based on the return condition of the lens, no further product evaluation could be identified. Complaint issue ¿instability of device after implantation¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.